Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg)had a cracked liquid crystal display (lcd) screen. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the external pulse generator (epg) had a cracked liquid crystal display (lcd) screen. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the liquid crystal display (lcd) had a cracked screen. Analysis did find the upper and lower cases broken and contaminated, the battery release contaminated, both bail covers broken, two case screws missing, the battery contacts compressed, the ring bent, the battery drawer broken, the keyboard out of specification and the lcd out of specification (bleeding). (B)(4).